Event description:
On (B)(4) 2016, our affiliate in (B)(4) received a call from a patient¿s (pt) parent who reported that the pt experienced irritation in both eyes in (B)(6) 2015 while wearing the acuvue oasys for astigmatism contact lenses. The pt¿s parent reported that the pt was a new contact lens (cl) wearer. The pt¿s parent reported that the pt ¿tried to wear the first pair for some time, removed it, discarded, and tried to wear the second pair.¿ the pt¿s parent reported that ¿they did not fit and every time the pt would blink, the lens popped off the pt¿s eyes.¿ the pt¿s parent reported that ¿the second pair irritated the pt¿s eye¿s again, then the pt noticed a white spot on the iris for the right and pus was coming out of both eyes after sometime of use.¿ the pt¿s parent reported that he/she took the pt to an eye care provider (ecp) ¿who found the spot to be a bacteria.¿ the pt¿s parent reported that he/she went to the ecp on (B)(6) 2016 and was prescribed vigadexa 1 drop qid for 10 days and ¿eye drop fresh tear 1 drop tid for 10 days.¿ the pt¿s parent reported that the ecp suggested to ¿stop wearing lenses for 20 days.¿ the pt¿s parent reported that the ecp stated that the pt ¿can try to wear lenses again after 20 days.¿ the pt discarded the suspect product. On (B)(6) 2016, a call was placed to the pt¿s treating ecp and the following information was obtained: the ecp reported that the ¿pt had a peripheral (inferior) corneal ulcer in od. Serious ae. Clinically suspect of pseudomonas (didn¿t collect material).¿ this report is being filed for the pt¿s os event as a worst case. The event for the pt¿s od will be reported in a separate report. A lot history review was performed and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot # b00js73 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Four sealed blisters were returned for lot number b00js73. The parameters of four lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.